Manufacturer narrative:
The device was returned for evaluation. No errors were seen in the data on the occurrence date or the day the pdm (personal diabetes manager) was last used. A new pod was paired with the pdm and a 2 unit bolus was delivered. No issues were noted during insulin delivery. Usage was changed to reuse. Follow up was edited to say correction as well.

Manufacturer narrative:
The device was returned but evaluation has not been performed at this time. Follow up MDR required to report results.

Event description:
It was reported that a patient had been hospitalized with diabetic ketoacidosis (dka). The doctor is reporting that the pdm had issues after running multiple tests. Symptoms reported include hyperglycemia with bg levels exceeding 600 mg/dl.